Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed.¿ a manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardocentiesis. Ablation was performed in the left atrium. Post-ablation, testing was being performed when the patient became hypotensive. Cardiac tamponade was confirmed by transesophageal echo (tee) probe. Pericardiocentesis was performed to remove 240ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed during the case with an unknown transseptal needle. There was no evidence of steam pop during the ablation. No biosense webster, inc. Product malfunctions nor error messages were reported. The flow settings used were the recommended flow settings for the smart touch sf catheter 8ml/min below 30 watts and 15ml/min above 30 watts. The force visualization features that were used included graph, visitag and vector. The visitag module was used and set at recommended surpoint settings. Respiration adjustment was selected, maximum distance change of 3 mm, minimum time of 3 seconds. Force over time selected as 25%, minimum force of 3g. No additional filters were used with visitag. The color option used prospectively was time.